Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a broken reservoir tube lip and missing black o-ring from the reservoir compartment. The most recent blood glucose reading was 11 mmol/l. The customer stated that the reservoir kept sliding out of the compartment. He stated that he was unsure how the damage had occurred but noted that it had occurred gradually over time. He declined troubleshooting for high blood glucose levels. Advised replacement of the insulin pump. Nothing further reported.